Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door he found fluid leaking from the cassette onto the pumps. The set was discarded. During follow up the pt's pd nurse reported the pt did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.